Event description:
It was reported that the lesion was located in the proximal rca. An attempt was made to direct stent with the multi-link however, the sds caught in the calcification before the lesion. The stent delivery system was pulled back into the guiding catheter and the stent had separated. The separated stent was retrieved using a snare wire.